Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) (low). (B)(4)

Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye on (B)(6) 2010. The lens was explanted on (B)(6) 2010, due to low vaulting. The lens was exchanged for a longer lens.